Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via a legal notification that a male patient, right knee implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2017, approximately 7 years 9 months post the initial implant procedure for reasons unknown. No further information known.